Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went into the hospital 2 days ago because they lost all mobility. They said that the patient typically charged the implant once a week on tuesdays and the last time they charged the implant battery level was a week ago from last tuesday. When they went to charge the implant today it was at 0% and now at 90% however says that therapy was off. Agent asked, caller said there was no change in settings that they were aware of. Agent walked caller through how to connect the handset and communicator to the implant and caller was able to successfully connect and turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if they notice a rapid decrease in the stimulator battery level.